Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user reported medications not able to be dispensed on override. The technical support specialist (tss) dialed into the server and followed knowledge article (ka) unable to reassign override group to a device. After applying the recommended procedure from the ka, the issue was resolved and system functionality was restored. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user reported medications not able to be dispensed on override. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.